Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Review of egms revealed low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. It was further noted that there was a short duration mode switch caused by far r oversensing of paced event. Programming changes were discussed. No further information was available.